Event description:
It has been reported to philips that system is freezing. The device was not in clinical use. The philips field service engineer (fse) checked the system and reviewed the system logfile. It was found that the system os and application is suspected and the restore backup image has been performed and the system is up and working fine. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was freezing and the issue was due to corrupted software. The fse did the troubleshooting process and found that the backup images were available. The fse restored the backup images by using a ghost cd/dvd and restarted the system. After the system restart, system was returned to use in good working order. The codes were updated based on the investigation outcome.